Manufacturer narrative:
After the evaluation was noticed that the lot number informed does notcorrespond to the item received. Therefore, the lot number was notconsidered. Considering the surgical methodology, it was seen that thedentist has used sequence of drills different than the one recommendedfor the implant installation. The investigation of the complaint wascarried out considering the analysis of the information given by thedentist in the guarantee form and visual conference of the productreturned by the dentist.

Event description:
(B)(4)¿ the dentist reported that almost 5 months after the dental implant was installed in intraoral region 20#, its non-osseointegration was observed.